Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: removal of delta xtend shoulder due to patient pain and suspected infection. Surgeon requested the position of the glenosphere and that the patient was 'notching'. There was also a fractured acromium. This suggested the deltoid was under severe tension when implant inserted. On this day [date] the delta xtend was removed and a djo altivate reverse shoulder was implanted. The product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that the dxtend highmo pe cup d42 +3mm presents signs of what appears to be bearing wear at the edge. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. However, there is no evidence that would suggest that the dxtend highmo pe cup d42 +3mm would contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d4 (expiration date), d10 (concomitant), h4. Corrected: d4 (primary UDI).

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent the removal of delta xtend shoulder due to pain and suspected infection. Surgeon requested the position of the glenosphere and that the patient was 'notching'. There was also a fractured acromium. This suggested the deltoid was under severe tension when implant inserted. The delta xtend was removed and a djo altivate reverse shoulder was implanted.